Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, there was a recoverable error that requested the site to disable the universal surgical manipulator (usm) 4. Upon power cycling, the error 319 was pointing to the axes controller, carriage (acc) node on the usm 4. The customer disabled usm4 and continued the procedure with 3 remaining arms with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reportable and obtained additional information: the system was inspected prior to use, and it powered on without any errors. The customer completed the full troubleshooting process with the technical support.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator 4 (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the usm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the universal surgical manipulator (usm) due to the error 319 that was observed. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was tested on an in-house system in normal mode where it triggered a 319 error. The unit was also tested on a preventive field technical procedure (pftp) where it failed check all boards present and fiber test. A golden rolling loop fiber was installed, and unit passed check all boards present and fiber test on retry along with all other required tests. The complaint was confirmed based on failure analysis.